Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report femoral access site bleeding and hematoma requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient was noted to have had a mitraclip procedure 4-5 months prior at another hospital. The clip implanted in that procedure was noted to have to have detached from one leaflet (single leaflet device attachment (slda)) remaining attached to one leaflet and chordae. Mr had reportedly worsened. The steerable guide catheter (sgc) was inserted into the femoral vein but resistance was experienced and the sgc could not be advanced. A large kink occurred in the tip of the sgc and the device was removed. Attempts were made to up dilate the femoral access site and to insert a second sgc. However, resistance and inability to advance the sgc was again encountered. The sgc was removed and bleeding and a small hematoma was noted at the access site. Manual pressure was successfully applied to treat the bleeding and hematoma and the case was aborted with mr remaining 4. An additional procedure is planned in a week. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported failure to advance the steerable guide catheter appears to be related to patient conditions and due to tortuosity in the femoral vein. The bleeding (hemorrhage) and hematoma appear to be related to the procedural circumstances associated with the failure to advance the steerable guide catheter. Hematoma and hemorrhage are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances as manual pressure was successfully applied to treat the bleeding/hemorrhage and hematoma. There is no indication of a product issue with respect to manufacture, design or labeling.d4: lot number.